Event description:
Device malfunction: lever did not lay completely flat against the device body/difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, while parking the foot, the lever would not lay completely flat against the device body, resulting in resistance during removal of the device. Force was used to remove the device from the patient anatomy. Hemostasis was achieved with the device. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
(Lever did not lay completely flat against the device) the customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.